Event description:
Albumin 25% 50 ml (grifols product) is recommended to be administered without albumin filter per the package insert. Product was attempted to be infused with the carefusion smartset infusion tubing, which is regular IV tubing and the albumin did not flow/drip into the tubing chamber well.